Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer alleges insulin pump was over delivering. The customer¿s low blood glucose was 80 mg/dl at the time of incident. The customer was treated with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the drive support cap appears normal. The insulin pump will not be returned for analysis.